Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3487a-33 lot# j0436974v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s non-rechargeable devices ¿kept going dead.¿ it was stated this was ¿not expected depletion¿ and that the patient was ¿told they should get three years out of the battery and were only getting one year.¿ no further information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Supplemental submitted to report additional event information.

Event description:
Additional information received reported the patient had received assistance from their manufacturer representative and their concerns were resolved on (B)(6) 2013.